Event description:
Customer complaint alleges "it has been noticed that after the nebulizer treatment has started the solution leaks out of the nebulizer chamber." No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned (1) one unit of catalog number 1755 iso-neb filtered nebulizer system for analysis. During the visual inspection, it was observed that a jet, jar, cap, tubing, bacteria filter, mouthpiece, two aerosol tees, two one-way valves, corrugated tubing, reduced hose end, and a female-to-male one way valve were received. The components were received assembled. During the visual inspection, it was observed that the nebulizer unit did not appear to be used and that there were no defects or anomalies. Functional testing was performed and no issues were encountered. The sample was found to be within specification. The reported complaint that the nebulizer leaked could not be confirmed.

Manufacturer narrative:
(B)(4). The device involved was not returned to the manufacturer for evaluation. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. To perform a proper and thorough investigation to determine the source of defect reported it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed based only on the information provided. Root cause cannot be determined. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "it has been noticed that after the nebulizer treatment has started the solution leaks out of the nebulizer chamber." No patient harm reported. Patient condition reported as fine.